Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having battery issues and damage to their insulin pump. Customer states that the device is cracked on the threads of the battery compartment and on the window of the reservoir compartment. The customer blood glucose is unknown. The customer states having two pumps and that the secondary pump is having issues with the display. The customer states having removed and replaced the batteries, but still having issues with the display coming up. The pump is being returned for analysis and a replacement is being sent out.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had scratches on the reservoir tube window, cracked battery tube threads, minor scratches on the lcd window and a cracked reservoir tube lip.